Manufacturer narrative:
Additional information was provided that indicated that the patient had underwent previous mitral and aortic surgeries. Due to these surgeries, there was likely a thickening of the interatrial septum, either from scarring and/or fibrotic calcification, part of the natural healing process after surgery. However, during the procedure in this setting, the delivery system would not pass through this thickening of interatrial septum, regardless of the many various maneuvers attempted by the implanting physicians. This would be the root cause of the difficulty crossing the septal wall.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest the cause of the aneurysm was possibly caused by the force that was applied to the guide wire while trying to past through the septum. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Device discarded.

Event description:
As reported by our affiliates in (B)(6), the planned approach was a transfemoral - trans- septal approach for a mitral viv with a 26mm sapien 3 valve. However, the septum could not be crossed and the procedure was aborted. Therefore, a valve in valve approach was done by direct visualization. During the procedure, it was found that the patient had a ventricular aneurysm which needed to be repaired. Left ventricular repair was performed and a direct tmvr implantation was done using a certitude system. The final patient outcome was good. Medical opinion was the force that was applied to the guide wire while trying to past through the septum caused the ventricular aneurysm.